Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
AED self test failure. (B) (4).

Event description:
It was reported that the lead had multiple automatic mode switch episodes where p-waves diminished and r-waves were amplified. The lead also exhibited noise. A chest x-ray confirmed lead dislodgement.